Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated pocket revision procedure, the right ventricular lead exhibited broken insulation. The lead was capped and replaced. The patient was in stable condition.